Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The drain broke due to some damage during the surgery.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent rotational acetabular osteotomy on (B)(6) 2014 and a drain was implanted. During the procedure, the drain was broken in the patient. On the same day, a piece of the drain was removed from the patient under local anesthesia. Additional information has been requested.